Event description:
An optometrist reported a case of photophobia, observed in the patient's left eye at the ten day post lasik visit. The topical steroid drop dosage was increased and patient did a slow taper. The photophobia has improved and the steroid drop is finished. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device was released based on the company's acceptance criteria. (B)(4).